Manufacturer narrative:
The field service engineer found there was incorrect sample aspiration due to a blocked sample probe. He performed preventive maintenance, checked the module, and confirmed it was running with specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial glucose result was 86 mg/dl and the repeat result was 101 mg/dl. On (B)(6) 2022, sample 2 initial urea result was 37.0 mg/dl and the repeat result was 64 mg/dl. The questionable results were reported outside of the laboratory. The glucose reagent lot number and expiration date were requested but were not provided. The urea reagent lot number was 658148. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue. The issue was resolved by the service actions. All of the affected assays used a low sample volume and were more sensitive against disturbances in sample aspiration or dispense due to a partially blocked sample probe. Clots or fibrin were found in the sample tubes. General reagent issues were excluded as multiple assays were affected.